Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. Thermogard xp ivtm system was evaluated by zoll service at the customer site. The customer reported issue of thermogard exhibited mid: 09 (air trap assembly) error message was not confirmed during functional testing, however, was confirmed during the event log review. The root cause was determined to be a damaged airtrap block assembly due to saline spillage likely due to the user mishandling or improper spiking of the saline bag. The air trap block assembly was replaced to address the reported complaint. During the visual inspection, no physical damages to the console were observed. Upon visual inspection of the airtrap chamber noted dried saline traces on the airtrap block assembly. Event log data was downloaded and noted mid: 09 (air trap assembly) error message around the reported event date, thus confirming the reported issue. Following the repair, the thermogard console passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
During device set-up, the thermogard console (sn (B)(4)) displayed mid:09 (air trap assembly) error message. The user was unable to resolve the issue by cleaning the air trap. Following this, another console was used to start the ivtm treatment. No consequences or impact to patient.